Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device is filed under a separate medwatch report number.

Event description:
This is filed to report the clip detaching from one leaflet. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. It was noted that imaging was difficult throughout the procedure. One clip delivery system (cds)(11214r170) was advanced and deployed medially on the mitral valve. Post deployment the clip detached from the posterior leaflet (single leaflet device attachment (slda)). A second cds (11214r169) was advanced to the mitral valve and placed medial to the first implanted clip for stabilization. Post deployment this clip also detached from the posterior leaflet (slda). The two clips remain implanted and are stable. Therefore, the procedure was ended with the patients mr reduced to a grade of 3. There was a reported delay in the procedure, but the delay did not result in adverse patient sequelae. According to the physician, the sldas were due to pre-existing patient anatomy. No additional information was provided.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, based on the similar complaint review, there is no indication of a lot-specific product quality issue. Based on available information, the cause of the reported imaging issue is due to procedural conditions. The cause of the reported single leaflet device attachment (slda) is patient anatomy. There is no indication of product issue with respect to manufacture, design, or labeling.